Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented in clinic on (B)(6) 2019 with complaints of fatigue and shortness of breath. Upon interrogating the pulse generator, it was discovered that the atrial lead exhibited noise and the device was reprogrammed. On (B)(6), the patient presented in clinic again with additional complaints of shortness of breath after the programming changes. It was noted that the device was sensing muscle noise and was reprogrammed again. The physician noted that the atrial lead noise was present since 2016 and that the patient had developed more fatigue over the years. It was suspected that the lead was fractured as indicated by lead noise and episodes of pacing mode switches. The patient was also noted to have lack of atrial-ventricular synchronous pacing with symptoms of fatigue and palpitations. On (B)(6) 2019, the patient was admitted to the hospital for a lead revision procedure and the lead was successfully capped and replaced. The patient was in stable condition during and post procedure and was discharged on (B)(6) 2019.